Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony, elevated intraocular pressure (iop), eye pain, explant, and light sensitivity; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root cause are that postoperative hypotony, elevated iop, chronic eye pain, and explantation are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via medwatch mw5080608 following the implant of a micro-stent device, her eye pressures ranged from 3 to up over 50. She was in terrible pain. She would go to the eye doctor who would put drops in her eyes for several hours to get the pressure down. During one visit, the doctor put a needle into the patient¿s eye to release the pressure. The doctor told the patient the device was leaking fluid back and forth, which is why there was such a wide range in pressures. The patient went to a different doctor, who did emergency surgery to remove the device. Additional information reports the patient had become very sensitive to light.